Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced hypoglycemia to 53 mg/dl, then to 47 mg/dl prior to eating, followed by a rapid glucose rise after stacking correction carbohydrates with a meal and not announcing the meal; multiple automated corrections occurred while approximately 5 units of insulin were on board, and an earlier site failure was noted the prior night. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included medication intervention for a minor illness or impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no specific device component applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.